Manufacturer narrative:
The field service representative (fsr) was unable to duplicate the reported complaint. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the partial pressure of oxygen (po2) would drop and flow had to be increased on the electronic patient gas system (epgs). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. On (B)(6) 2018, the epgs calibrated prior to going on bypass without issue. Upon initiation of cpb, the perfusionist noticed that her po2 from her blood parameter monitor (bpm) was dropping when her flow on the epgs was less than 300 ml/min. She had to increase her flow from the epgs to her oxygenator to compensate for the difference. She proceeded to use the epgs throughout the remainder of the procedure and kept her flow at about 400 ml/min to the oxygenator, and the patients po2 was between 200 and 400 mmhg throughout the duration of the procedure. The incident did not delay the continuation of the surgical procedure and there was no harm or blood loss observed. She plans on doing a thorough check of her gas lines from the heart lung machine (hlm) through the forane vaporizer and to the flow meter. Additionally, this is a pediatric hospital, therefore having a gross flow meter that only has large graduations does not enable the perfusionist to discern the flow at low gas flows, therefore the team does not use the external flow meter. In previous conversations, clinical services discussed occlusions in her line with the vaporizer being in line and that sometimes that is a source of decreased flow to the oxygenator. She was going to look at her vaporizers and touch base back with me.

Manufacturer narrative:
The reported complaint could not be confirmed. If additional information on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The user facility confirmed there are no parts to return as the issue resolved by increasing gas flow. If additional information on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.